Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response buttons were not functional. The root cause of the non functional response buttons cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were not functioning.